Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, t.w. Power supply worked off and on. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Internal complaint number trackwise # (B)(4). Autonumber# (B)(4). The device was returned to the factory for evaluation. Signs of clinical usage and no evidence of blood were observed. No visual defects were observed. An electrical evaluation was performed. A pre-cautery test was performed per the instruction for use (IFU) with a reference hemopro 2, reference adapter cable and reference power supply vh-3010 at level 3.0. The power supply provided power which allowed the device to pass the pre-cautery test; it produced steam and heat during 5-second activations and shut off when the toggle was released. A polyfuse electrical test was performed with the same reference power supply, adapter cable and hemopro 2; the polyfuse successfully shut off power to the heater after prolonged periods of time and activated after the device cooled. The device was evaluated for its electrical function according to the service manual ¿functional tests¿ using a precision multimeter and a 0.62ohm resistor hemopro power supply test box. The test box uses the 10k ohm resistor that is built into the hemopro cable. The device passed all tests, the green light indicator on the power supply turned on and the beeping tone was heard and continued to play as soon the switch was turned on . The results of the test are as follows: measured no load voltage test: 5.49 vdc pass (requirement: 5.5 vdc +/- .05 vdc). Measured low current output test: 3.99 vamps dc pass (requirement: 4.0 +/- .05 amps dc). Measured high current output test: 5.95 amps dc pass (requirement: 6.0 +/- .05 amps dc). No electrical failure was observed. Based on the return condition of device and the investigation results, the reported complain was not confirmed for the reported failure mode "intermittent continuity". Certificate of conformance (c of c) was reviewed. The vendor certifies that this device serial number conforms to all applicable product specifications.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, t.w. Power supply worked off and on. A replacement device was used to complete the procedure.the hospital did not report any patient effects.